Manufacturer narrative:
Product ID: 8711, lot# l78727, implanted: (B)(6) 2000, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that during a pump refill the week prior to the report, the healthcare provider (hcp) observed swelling and redness at the pump site. The hcp prescribed the patient keflex and did not refill the pump. The hcp saw the patient again the following monday, the day of the report, and stated that the redness and swelling had gone down significantly. The hcp stated that currently he was observing a collection under the pump; "it may be a hematoma, it may be cellulitis, I'm not sure." The hcp also stated that it may have been a possible infection. The pump was currently alarming due to empty reservoir. Troubleshooting was performed and the pump was programmed to minimum rate with a reservoir volume of 5ml to silence the alarm. The hcp stated there were no withdrawal symptoms or therapy issues. The hcp did not want to explant the pump and stated "there's nothing wrong with the pump." The hcp was to see the patient the following monday. The device system was used to deliver morphine and bupivacaine. It was later reported that the patient was diagnosed with infection in the pump pocket. No culture was taken. The date of onset was 3 weeks prior to the report. The patient's last refill was 2 months prior to the report. The patient experienced mild withdrawal symptoms. The patient was referred to infectious disease control. The patient outcome was reported as infection resolved.